Event description:
A nurse reported that the customer was hospitalized for high bgs. Troubleshooting was performed. The pump passed the functional testing. Teh histories on the pump were reviewed and there were no significant findings.